Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip (ceramic portion) was broken. There was no remaining fragment in the patient body.

Event description:
It was reported that the tip (ceramic portion) was broken. There was no remaining fragment in the patient body.

Manufacturer narrative:
Alleged failure: the tip (ceramic portion) was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of this issue could be attributed to excessive force applied by the user, coupled with inadequate suction during use. It is possible that the unit came into contact with another hard object or device during surgery or while the probe was being inserted or removed in an obstructed passageway, which could result in insulation damage. The device was returned without its original packaging, and there was no lot number marked on the product. As a result, we could not match the lot number on the complaint record (B)(4) with the returned product. However, the reported failure mode is consistent with the issues observed in the device returned for this event. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.